Event description:
Subject admitted to hospital on (B)(6) 2008 with cellulitis of study ulcer on right plantar foot. On (B)(6) 2008, the subject underwent an amputation of the first and second rays with extensive debridement of all necrotic tissue, including bone and second rays foot. Pathology report diagnosis of gangrenous ulcers with extensive cellulitis and acute osteomyelitis.